Event description:
It was reported that when using the stylus pen, it was not coordinated with the display screen. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The stylus calibration was off by 2 inches. The display/touch functional test was out of specification.